Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that device had a charge-pak icon and an attention icon in the device's readiness display. During device evaluation by physio-control it was observed from the downloaded device data that the device's internal hlc batteries had been depleted. The device was powered on, but it powered off again during the analysis of the ECG signal. The device would not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. From the downloaded device data it was observed that the device's internal hlc batteries had been depleted. The device would not stay powered on to charge and shock defibrillation energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.